Event description:
Received a copy of the customers medwatch report. Per report: "IV pump was alarming air in line. Nurse removed the tubing to remove air bubbles. The IV tubing snapped apart and slashed rituxan in the nurse's face. The break occurred above where the tubing goes into the pump. The nurse said the tubing stretched when the tubing was being pulled out and broke apart". No treatment was required for the nurse who was splashed. There was no pt or user harm reported and no medical intervention was required. Although requested, no additional event or pt info provided by the user.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of tubing snapped apart could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.